Event description:
When training staff with the lsl sterile central line dressing kits, it was noted that gloves tear very easily and are difficult for staff to maintain sterility. Gloves are being discarded and better quality gloves are being used by staff. Request has been submitted for a higher quality of gloves to be in the kits.